Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set experienced a low priority alarm (max air exceeded) alarm. This occurred after peritoneal dialysis therapy had been completed. The patient was not connected at the time of the event. During troubleshooting, it was determined that there was leak from an unspecified location. The leak was further described as ¿fluid under the supply bag¿. Renal therapy services (rts) guided the patient to remove the cassette and power off the machine. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event history log review confirmed a low priority 30166 alarm occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.